Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results and error messages (e-2 and e-3). The customer is concerned with test results from results obtained of 250mg/dl fasting 2 hours post dinner. The customer¿s expected fasting 2 hour post dinner expected blood glucose test result range is 120-131mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing techniques. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/14/ 2023 and open vial date is two weeks prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 27-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.